Event description:
It was reported that there was a battery communication timeout. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was chipped and cracked on both front corners of top case also cracked on right plunger case. During power up process and status of battery testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced battery as a preventive measure. Performed power up process and all functional testing which passed.